Event description:
Pt had a red raised rash that formed on the skin under the catheter/tubing connector. Pt is allergic to latex. Rash was present when pt was discharged.

Manufacturer narrative:
Evaluation summary: this report is based on the info provided by the initial reporter and the investigation. No sample was available for evaluation and investigation. Without the actual part number, lot number, or actual product, a complete analysis cannot be conducted. The initial concern for the pt was a latex allergy. The technical bulletin on latex sensitivity states: the natural rubber layer of the pump does not come into human contact. In addition, laboratory testing could not detect any extractable proteins from either the pump fluid pathway or the natural rubber component itself. The pt later reported that after removal of the catheter, a red mark in the shape of the catheter appeared on the skin. The catheter contains no latex. The pt was treated with antibiotics and steroids and the rashes are almost gone. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.